Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not tied down to the muscle despite several sutures and was noted to be "moving freely" in the suture sleeve. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.